Event description:
It was reported that the atrial lead exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Please retract this report 2017865-2013-04908. The same issue was reported as 2017865-2013-04743.